Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Samples are not expected to be returned for eval. (B)(4).

Event description:
An optometrist reported that a pt who underwent bilateral lasik was diagnosed with asymptomatic, diffuse lamellar keratitis (dlk) in the left eye, at the one day postoperative visit. The topical steroid drops were increased. Additional info was received from the optometrist, who reported that the event resolved with treatment after five days. In the optometrist's opinion, it is unk whether the laser contributed to the event. No further info is expected.